Event description:
It was reported that during an avg insertion procedure, while the advanta graft was being slowly pulled into position for connection between the artery and vein, the middle section of the graft tore. Another graft was used to complete the procedure. No harm was reported.

Manufacturer narrative:
Due to character restrictions in block e1: event site name: (B)(6) hospital. Event site address: (B)(6). Initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.